Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device stopped working almost two years ago and she wanted to have it removed. The indication for use was failed back surgery syndrome. No patient symptoms reported.